Event description:
Multiple auto immune diseases. Cognitive dysfunction, thyroid issues, capsular contracture, hair loss, vision impairment, rashes, internal bleeding, gel bleed, heavy metals in blood, positive ana test, ankylosing spondylitis, heart palpitations, chronic infections, fatigue, insomnia, permanent damage to my body, gastrointestinal problems, anxiety and depression, memory loss, severe migraines, inflammation. The list goes on. Reference report: mw5151803.